Event description:
Pt presents with new onset cva mca infarct - tpa attempted/onsuccessful - attempted balloon procedure. Upon placing the balloon in the vessel, attempted to inflate - couldn't see balloon inflate. Therefore, injected a bit more contrast dye in an attempt to visualize; catheter backed out, and a puff of contrast was noted and it was verified that the balloon had ruptured. Vessel ruptured and a hemorrhage to include the subarachnoid space developed; brain herniated, ventilated, fm nade a ndr and conducted a termiral wean. 3/17 - CT headerbrain without contrast and positive for a right greater than left sylivan fissure acute from right into the suprasellar ostern. Regional mass effects without brain herniation. Diffuse subarachroid and intraventrievier extension of radiographic contrast presunably admixed with hemorrhage.